Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: not turning on probable root cause: sk-28 electrical design (motherboard, sk-28 m board, lcd touchscreen); sk-28 firmware/ operating system; sdc3 system performance/ sdc3 application software (ex: memory leak/slow system performance/ corrupted application software); gravity workflow software application; use error; manufacturing/ service nonconformity (stryker/ novatech). Manufacture date is not known.

Event description:
It was reported that there was loss of image.